Event description:
It was reported "on (B)(6) 2023, an arterial catheter was placed in the radial artery in the middle forearm. The procedure was done under visualization with ultrasound. After about 15 minutes, no measurement was possible - no trace was visible. The arterial catheter was removed and visually a clear kink in the catheter was visible. Another attempt was made to place an arterial catheter with a new catheter (6 times in total). The puncture was performed without any problems and also the wire could be advanced without any problems. The vessel was free of resistance (calcification, plaque). All attempts were unsuccessful and showed the described failure." Another manufacturer brand's catheter was successfully placed. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Associated MDR#s for 6 devices reported: 3006425876-2023-00935; 3006425876-2023-00936; 3006425876-2023-00937; 3006425876-2023-00938; 3006425876-2023-00939.

Event description:
It was reported "on (B)(6) 2023, an arterial catheter was placed in the radial artery in the middle forearm. The procedure was done under visualization with ultrasound. After about 15 minutes, no measurement was possible - no trace was visible. The arterial catheter was removed and visually a clear kink in the catheter was visible. Another attempt was made to place an arterial catheter with a new catheter (6 times in total). The puncture was performed without any problems and also the wire could be advanced without any problems. The vessel was free of resistance (calcification, plaque). All attempts were unsuccessful and showed the described failure." Another manufacturer brand's catheter was successfully placed. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Associated MDR#s for 6 devices reported: 3006425876-2023-00934; 3006425876-2023-00935; 3006425876-2023-00936; 3006425876-2023-00937; 3006425876-2023-00938; 3006425876-2023-00939. The customer provided one image showing a kinked arterial catheter. The customer also returned one, arterial catheter for analysis. Signs of use in the form of biological material was observed. Visual analysis revealed on major kink around the middle of the catheter extrusion. Microscopic examination confirmed the damage. The kink on the catheter measured 27mm from the juncture hub. The catheter body total length measured 54mm, which is within the specification limits of 52mm-56mm per the catheter product drawing. The catheter body outer diameter measured 1.08mm, which is within the specification limits of 1.04mm-1.09mm per the catheter extrusion product drawing. A lab inventory 0.533mm guide wire was inserted through the returned catheter. Minor resistance was encountered at the location of the kinking; however, the guide wire was able to pass. Performed per IFU statement, "thread tip of catheter over guidewire". The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire". The IFU also states, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". The report of a kinked catheter was confirmed through complaint investigation. Visual analysis revealed that the catheter body was bent around the middle of the extrusion. Despite the damage, the catheter met all relevant dimensional and functional requirements, and a device history record review based on a potential lot from sales history did not reveal any relevant findings. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.